Manufacturer narrative:
(B)(4). Smartpass was not able to mitigate oversensing in both treated episodes for the secondary sense vector episodes. Additionally, in this vector, there was a sudden reduction in amplitude which could also increase the risk of disabling smartpass in the presence of slow rates (less than42 bpm). The decrease in amplitude should be re-evaluated (postural and/or exercise testing) post-system revision. Smartpass was able to mitigate initiation of charging to deliver inappropriate therapy in all three of the primary sense vector episodes however, some oversensing was observed in one of the three episodes. Additional posture and/or exercise testing should be considered post system revision. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory. The electrode was successfully revised. The device remains inservice and from the physician's perspective, there were no allegations of device malfunction. The revision procedure was completed without incident.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). An episode image was received for ts review. It appeared that there was a change in morphology of the underlying rhythm which led to t-wave oversensing. The impedance measurement for the delivered shock was 137 ohms which may indicate that the electrode is not down to the fascia. At the time of shock delivery,the patient was bending over while making the bed. Ts suggested doing postural assessment with the device's tachycardia mode programmed off. Additionally, a pa and lateral chest x-ray should be obtained to assess the system location. The device's sense vector had been programmed to secondary at the time of shock delivery. The device's current sense vector is primary. An x-ray image taken in (B)(6) 2016 appears to show that the sense b electrode has migrated towards the device. It was noted that the device appeared slightly inferior. Ts sent the local representative a request for a lateral image and asked if the physician utilized a two-incision technique. Stored data was received and submitted for smartpass analysis. Finished analysis of the six available episodes (three in each secondary and primary) using the zone settings from time of the episode while varying only smartpass. The analysis was performed using a simulation model. The first three episodes ( untreated 1, treated 2 & 3) were recorded in secondary while the last three episodes (2 untreated and 1 treated) were recorded in primary. Oversensing and inappropriate therapy was reproducible in most of the stored episodes from both sense vectors.

Manufacturer narrative:
UDI: (B)(4). Boston scientific received information from an s-ICD registration form that corrected the status of the device. The device was explanted and replaced with model#a219. To date, the electrode remains in-service.

Manufacturer narrative:
The decrease in amplitude should be re-evaluated (postural and/or exercise testing) post-system revision. Smartpass was able to mitigate initiation of charging to deliver inappropriate therapy in all three of the primary sense vector episodes. However, some oversensing was observed in one of the three episodes. Additional posture and/or exercise testing should be considered post system revision. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory. The electrode was successfully revised. The device remains inservice and from the physician's perspective, there were no allegations of device malfunction. The revision procedure was completed without incident. Boston scientific received information from an s-ICD registration form that corrected the status of the device. The device was explanted and replaced with model#a219. To date, the electrode remains in-service. The s-ICD system was explanted in late (B)(6) 2018. Visual inspection found a setscrew mark on the hva contact. Electrocautery damage was noted in several places on the insulation. The electrode was put through and passed continuity testing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). An epsiode image was received for ts review. It appeared that there was a change in morphology of the underlying rhythm which led to t-wave oversensing. The impedance measurement for the delivered shock was 137 ohms which may indicate that the electrode is not down to the fascia. At the time of shock delivery,the patient was bending over while making the bed. Ts suggested doing postural assessment with the device's tachycardia mode programmed off. Additionally, a pa and lateral chest x-ray should be obtained to assess the system location. The device's sense vector had been programmed to secondary at the time of shock delivery. The device's current sense vector is primary. An x-ray image taken in late (B)(6) 2016 appears to show that the sense b electrode has migrated towards the device. It was noted that the device appeared slightly inferior.ts sent the local representative a request for a lateral image and asked if the physician utilized a two-incision technique. Stored data was received and submitted for smartpass analysis. Finished analysis of the six available episodes (three in each secondary and primary) using the zone settings from time of the episode while varying only smartpass. The analysis was performed using a simulation model. The first three episodes ( untreated 1, treated 2 & 3) were recorded in secondary while the last three episodes (2 untreated and 1 treated) were recorded in primary. Oversensing and inappropriate therapy was reproducible in most of the stored episodes from both sense vectors. Smartpass was not able to mitigate oversensing in both treated episodes for the secondary sense vector episodes. Additionally, in this vector, there was a sudden reduction in amplitude which could also increase the risk of disabling smartpass in the presence of slow rates (less than 42 bpm).